Manufacturer narrative:
The monopolar curved scissor instrument and tip cover accessory were returned together. The reported event with the accessory could not be replicated nor confirmed. Using an installation tool, the tip cover was placed on the returned monopolar curved scissor instrument. The tip cover was tightly attached to the scissor and could only be removed with considerable effort. Unrelated to the reported event, the tip cover was found to have tearing in the transparent part at the mouth where the scissor tips exit - the adjacent grey section did not show damage. The tip cover was found to have one tearing. The tear was axially aligned with the tip cover and measured 3mm in length. There were no signs of thermal damage. The monopolar curved scissors instrument was received, and failure analysis found no product issue. The instrument with the tip cover accessory were placed and driven on in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly. No falling of the accessory was observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The tip cover has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy procedure, the monopolar curved scissors (mcs) tip cover fell off and into the patient. The surgeon stated he believes it fell off during an instrument swap ¿ the tip cover was easily taken out and replaced by a new one.